Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date was chosen as the best estimate based on the date that the manufacturer became aware of the event. (B)(4). A visual evaluation of the returned device was performed and found that the stent was returned loaded on the delivery system, which indicates that the stent failed to deploy. The guide catheter was partially retracted, the proximal section was broken, stretched also it was bent in several locations. The push catheter was kinked in several locations. The suture hole was torn. The stent was bent in the middle. The suture was twisted. Based on the product analysis, it is possible that the way in which the device was handled and manipulated could lead to kink/bend the catheters and stent, this condition can result in issues deploying the stent due to friction between the kinked areas in the catheters, also if the device is rotated during its use, it can lead to twist the suture around the stent which can cause issues to release the stent, continued attempts to deploy the stent or excessive force retracting the guide catheter in order to release the stent can result in tearing suture hole and guide catheter stretching and breakage. Therefore, 'cause traced to component failure' is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the common bile duct. The procedure name and the exact date of this event were not reported.   According to the complainant, during the procedure, when the stent was attempted to release, the guide catheter was unable to be retracted. In addition, the suture got stuck and the stent was failed to deploy. The procedure was completed with a different device as different manufacturer. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the guide catheter was broken in the proximal section.